Manufacturer narrative:
H6: investigation summary bd received one hundred (100) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping/loose caps was not observed, as the photos show no evidence of tubes with unseated or removed stopper/cap assembly. The customer¿s indicated failure mode for closure separation was observed, as the photos show a tube with the hemogard cap completely separated/removed from the stopper, which remained in the tube. Additionally, twenty-nine (29) of the customer samples were evaluated by functional testing and the indicated failure mode for decapping/loose cap with the incident lot was not observed. The same twenty-nine (29) customer samples were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was observed. CAPA #3741863 has been initiated for further investigation of serum stopper creep out (decapping) complaints, and has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: the "rubber cap after use (opened and then closed again) is not attached tightly. The rubber cover is detached from the hemogard plastic cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: the "rubber cap after use (opened and then closed again) is not attached tightly. The rubber cover is detached from the hemogard plastic cap."